Manufacturer narrative:
(B)(4). The patient was born in (B)(6). (B)(6). Air in the line, indicative of a potential malfunction of the disposable cassette, was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air in the line was discovered during a patient¿s peritoneal dialysis (pd) therapy on a homechoice (hc) device. This occurred during cycle 3 or 4 of therapy, while the patient was connected. The patient had disconnected and reconnected prior to the discovery of air. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.